Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of the event was not reported. The customer stated that there was blood in the tubing prior to the event. The customer stated that she changed the infusion set and took a manual injection, but her blood glucose levels remained high. Troubleshooting was performed and the programming was correct. The insulin pump passed the prime test. The customer was advised to call the helpline back to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.